Event description:
Patient presented to the physician with ongoing neurapraxia, biting their tongue when eating, and difficulty with speech. Patient was referred to a speech pathologist and is currently in speech therapy.